Event description:
Reportedly, fired the device, but could not pull it back. The surgeon made an add'l incision to proximal side of colon, and confirmed that the tissue had not been cut. Staples were placed and formed properly. This incident was caused no bleeding. He/she performed an anastomosis again with another eea. This fire was well completed. Sex: female. Procedure lar w/ end-end anastomosis.